Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The reported information indicates that the complete heart block (chb) occurred prior to the implant of the corevalve, and was related to the advancement of the guidewire. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. It was also reported that the patient had a previous medical history of conduction disturbances. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported conduction disturbances cannot be confirmed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, new onset of complete heart block (chb) was noted when advancing the guidewire into the left ventricle. Post-implant, left bundle branch block (lbbb) was also noted. A permanent pacemaker was implanted the same day. The valve remains implanted and no other adverse patient effects were reported. The patient had a history of right bundle branch block (rbbb).